Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) failed to connect to the ilet pump despite multiple attempts, including waiting periods, a pump restart, sensor type swap, and application and pairing of a new sensor; the issue was characterized as intermittent communication failure involving the pump¿s electrical and magnetic system and antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with intermittent communication failure and implicating the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.